Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but had not sought further help. The patient lived in another state in the winter and got help from the manufacturer's office. The patient had also gotten a name of a health care provider (hcp) where they were and would see them on (B)(6) 2015.

Event description:
It was reported, the patient had reoccurring urinary tract infections (utis). The uti had developed about a month after implant while the patient was traveling outside of the country. The patient was prescribed some medication, nitrofurantoin, which helped; however, the utis seemed to be reoccurring every few weeks. No outcome or interventions were provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0mmm9, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).